Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/02/2022 it was reported by a sales representative via sems that an ar-8973ds fibulock implant system had an issue. While performing the fibulock procedure on (B)(6)2022, the surgeon had difficulty advancing the 6.2mm reamer over the 1.6mm wire, even while applying force. The 1.6mm wire snapped in the canal after having difficulty advancing the 6.2mm reamer and the surgeon had to bail to a plate. The wire fragment was retrieved through the fracture site. The case was completed successfully. This was discovered during use with no impact to the patient. On 06/07/2022, the sales representative stated the following information via phone: the distal reamer 6.2mm was very difficult to advance into the distal fibula, not spinning very well. The guide wire snapped, the fragment was retrieved, and the fracture was plated instead with an ar-8943bl or bs lock distal fibula plate, exact part, and lot number was unknown. This resulted in a deviation from the intended procedure, and the case was completed successfully that way with no impact to the patient, the patient was fine to date. The complaint item was discarded by the facility.